Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue was unable to be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue; however, the reported resistance appears to be related to circumstances of the procedure.

Event description:
The following additional information was received: resistance was felt with the anatomy during advancement of the 3.0x12 mm nc trek rx balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a mildly calcified, mildly tortuous, lesion in the mid left anterior descending coronary artery. The 3.0x12 mm nc trek rx balloon dilatation catheter (bdc) failed to inflate. A same size non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.